Event description:
Per the clinic, it was reported that the patient underwent revision surgery inorder to close the wound (date not reported).

Manufacturer narrative:
This report is submitted on 02 march 2020.

Event description:
Per the clinic, the patient experienced wound breakdown at implant site and extrusion of the internal magnet subsequently the patient was treated with oral antibiotics. Clinical management is ongoing.